Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va00swf, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that a patient was not getting symptom relief and had a loss of therapy in (B)(6) 2015. The patient was not feeling stimulation three days prior to the report. She had been adjusting settings and was unable to get relief or feel stimulation. The device was on program 4 at 2.0 volts and therapy was on. The patient had not had a fall or trauma. She was to follow up with her healthcare provider. No interventions were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.